Event description:
It was reported that this pacemaker exhibited t-wave oversensing on the right atrial (ra) lead channel which resulted in inappropriately stored ventricular tachycardia (vt) events. Technical services (ts) analyzed the presenting electrogram (egm) and found that the r-waves were diminishing. Reprogramming was suggested as troubleshooting. No adverse patient effects were reported. Currently, this pacemaker system remains in service.